Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 24 mg/dl at the time of the incident. The customer had bolused but was unable to eat. The customer was at 64 mg/dl at the time of admission. The customer was given intravenous fluids to treat. The customer was wearing the insulin pump during the incident, but had not been trained on pump or sensor use. The customer also had a high of over 300 mg/dl the evening of the low incident. Troubleshooting was not completed as the customer declined. The customer had issues connecting their transmitter to the pump. The insulin pump will not be returned for analysis.